Event description:
It was reported an issue with optilene suture. The client reported that on january 14 and 15, when performing blepharoplasty operations, non-absorbable suture material optilene 7/0 (0.5) 2xdrc10, 45cm, 36pcs. Product no. C3097548 with serial no. (B)(6), expiration date 11.06.2030 was used to secure the wounds. On january 14, during the operation, while starting to secure the wound with an intradermal suture, part of the thread separated from the needle, splitting the thread into 2 parts. The doctor disposed of it in hazardous waste and took another needle, which did not cause any problems. Seven days later, when the patients came to have the stitches removed, the doctor found defects in the stitches. At the time of removal, the stitches broke and separated into fibers in 5 of the operated patients. The doctor refused to work with such suture material, fearing it would cause health complications for patients. A total of 9 threads were used, 6 of which were of poor quality. Sadly, poor quality threads are not saved. We have received two pictures. Additional information. All patients were female over the 50 years old. For all patients blepharoplasty surgeries were performed. No further information has been received. Cases related: 3003639970-2026-00127, 3003639970-2026-00128, 3003639970-2026-00129, 3003639970-2026-00130.

Manufacturer narrative:
G4: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. Under PMA/510(k) number: k133890. If additional information becomes available a follow up report will be submitted.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured (B)(4) units. There were (B)(4) units in stock in b. Braun surgical's warehouse (blocked). We have received five cases of the same code-batch, regarding the same issue, from the same customer, at the same time. We have received 24 closed samples. To evaluate the conformity of these units, we performed the following tests: knot pull tensile strength test results conducted on the 24 closed samples received are 0.21 kgf in average and 0.168 kgf in minimum and fulfil the requirements of the european pharmacopoeia (ep): 0.10 kgf in average and 0.036 kgf in minimum. Needle attachment strength test results conducted on the 24 closed samples (double needle) analyzed are 0.208 kgf in average and 0.133 kgf in minimum and fulfil the requirements of the european pharmacopoeia (ep): 0.082 kgf in average and 0.041 kgf in minimum. Although the results fulfill the requirements of the ep regarding needle attachment and knot pull tensile strength, in 15 of the units tested splitting has appeared in the attachment area after the test of needle attachment. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: a CAPA has been opened to investigate the issue and determine the potential root cause(s). Final conclusion: considering that the results of the samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. We regret any inconvenience this issue may have caused and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, we opened a CAPA in the system to correct/prevent this defect to happen.